Event description:
Patient scheduled for surgery on (B)(6) 2017. In pre op the IV tubing was connected to patient, post IV start. The tubing fell apart at the stop cock connection and fell to the floor. Tubing immediately discarded and new IV tubing applied. Staff have been informed to check all tubing connections prior to priming tubing and connecting to the patient. Manager of clinical logistics notified of incident. He is to track and trend occurrences. The vendor has been notified. A vendor representative has evaluated the product and it has been deemed to not be defective. He has set up meetings with the surgical staff representatives to review the product and for them to sample a new product. An FDA medwatch voluntary report has been submitted. Reportable incident. Complete. No harm to the patient.